Manufacturer narrative:
The customer reported that the central nurse's station (cns) was discharging patients on its own. Nihon kohden received and reviewed the logs, but were not able to determine the root cause of the incident, whether by user error or a malfunction of the device. The customer will call back if the issue recurs. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) was discharging patients on its own.

Event description:
The customer reported that the central nurse's station (cns) was discharging patients on its own.

Manufacturer narrative:
Details of complaint: on 7/8/2018 customer stated patients were dropping off of the network. These patients were to be monitored at cns pu-621ra 1214. Customer stated that these patients were being discharged at a different cns and rns device. The other concomitant devices were: pu-681ra s/n not provided a/rns-9703-242 s/n (B)(6), a/rns-9703-242, s/n (B)(6), gz-120pa s/n (B)(6) on 7/23/2018 customer requested to close this ticket as conclusive evidence was not enough to continue investigation. Service requested: investigation. Service performed: investigation. Investigation result: pu-621ra s/n (B)(6) was put into service on (B)(6) 2015. Service history for this device shows the following: on (B)(6) 2018 300131120 - current incident. On (B)(6) 2017 300096180 - not related to current incident. On (B)(6) 2016 300043101 - not related to current incident. On (B)(6) 2016 300035012 - not related to current incident. Service history for a/rns-9703-242 s/n (B)(6) shows no other incidents related to patient "dropping off network". Service history for a/rns-9703-242 s/n (B)(6) shows no other incidents related to patient "dropping off network". Service history for gz-120pa s/n (B)(6) shows no other incidents related to patient "dropping off network". Based on the available information, the root cause of the issue could not be determined. This incident has not re-occurred or involved any of the concomitant devices. Investigation conclusion: based on the available information, the root cause of the issue could not be determined. This incident has not re-occurred or involved any of the concomitant devices. Correction: d4. "Pu-621ra" is the correct product, serial number should be (B)(6), unique idertifier (UDI) number shouble be (B)(4).